Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). On (B)(6) 2016, approximately 1 year and 6 months post-implant, the patient underwent a pump exchange. It was reported that the patient had been treated with rifadin for an extended duration of time due to a previously unreported driveline infection. Because of the use of rifadin, the patient's desired inr was very difficult to regulate and was constantly out of range. As an example, the inr was at 1. 2 despite a high dose of acenocoumarol of 14-15 mg. The system controller log file showed pump power elevations and the patient's lactate dehydrogenase level was above 2000 u/l. The patient was admitted to the hospital for initiation of heparin therapy. On (B)(6) 2016, the patient experienced a minor hemorrhagic stroke. Specific information regarding treatment or symptoms was not provided. The patient underwent a pump exchange on (B)(6) 2016. Head CT scans performed prior to- and post-pump exchange showed no extension of the stroke. The patient was reported to be recovering well. No further information was provided.

Manufacturer narrative:
The explanted pump was not returned for evaluation; however, photos of the disassembled pump were provided for analysis. The presence of thrombus was confirmed based on the photos provided by the user facility. The photos showing the disassembled pump revealed three thrombus formations surrounding the inlet bearing cup, partially occluding one of the rotor vanes, and in contact with the outlet bearings. The thrombus ring surrounding the inlet bearing cup and the thrombus on the rotor revealed areas of denaturation, indicating that they were in the pump for an undetermined period of time while it was operating. The thrombus ring surrounding the inlet bearing cup appeared to have formed in laminated layers, indicating that it developed on the inlet bearing cup. The structure of the rotor thrombus suggests that it did not originate on the rotor and may have initially developed in another location; however, its specific origin could not be conclusively determined. The photo showing the distal-side of the outlet stator revealed evidence of deposition in contact with the outlet bearings; however, a photo was not provided showing the thrombus from the proximal-side of the outlet stator, so the lamination and denaturation aspects of its appearance could not be determined. The evaluation could not determine a specific cause for the development of the observed thrombus formations; however, they could have contributed to the reported elevation in the patient¿s lactate dehydrogenase level. The thrombi could have also created increased drag on the spinning rotor, contributing to the elevations in pump power captured in the submitted system controller log file. A direct correlation between the device and the reported driveline infection and hemorrhagic stroke could not be determined through this evaluation. Device thrombosis, hemolysis, stroke, and infection are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.